Event description:
It was reported the patient still had stimulation, but was unable to locate her ipg with a replacement charger. The sjm representative met with the patient and determined the ipg had flipped. The ipg was charged at that time by manipulating the charger and ipg. The patient was working closely with her physician to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.